Event description:
On august 20, 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately erratic and displayed frequent, unspecified error messages. The complaint was classified based on he initial information supplied to the customer care advocate (cca) since the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt provided info that she takes levemir insulin each am and pm. Additionally, she takes humalog insulin at meal times and up to 3 additional times per day dependent on her blood glucose readings and planned snacks. The pt said she obtained readings of 456, 493, and 331 mg/dl on the reported product at unspecified times, > 20 mins apart from each. A valid precision comparison cannot be calculated since the readings were obtained > 20 mins apart. The pt said she took increased medication [insulin] as a result of the product issue between 3:00 and 6:00 pm approx two weeks prior. She claimed she lost consciousness, ems was called, and the emt's treated her with 2 glucagon infections also between 3:00 and 6:00 pm. The pt did not specify the time dates and times that she allegedly received multiple error messages on the lfs meter. The cca noted that the alleged error message issue was not resolved. The pt's products were replaced. This complaint is reported because the pt claims she took increased insulin based on inaccurate reading(s) on the lfs product and afterward lost consciousness. She claims that emt's treated her with glucagon.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.